Manufacturer narrative:
Insulin pump received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no delivery/occlusion alarm due to completely broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm during bolus. The customer's blood glucose value was unknown at the time of the incident. The insulin pump will be returned for analysis.